Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received watchdog timeout, multiple pump error alarm, unexpected restart. A cold reset was performed. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and declined. Customer will return device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and the problem was isolated to the interface board. The low battery alert, a 21 alarm, a 17 alarm e 13 and a13 alarm were unable to be confirmed due to missing segments and partial display. The insulin pump was unable to perform any tests due to blank display and the device was received with corroded battery tube.